Manufacturer narrative:
Concomitant device(s): 02-012-35-4013 - logic tibia ps mod insrt sz 4 13mm. 02-010-01-0240 - logic femoral ps cem left sz 4. 200-02-38 - three peg patella 38mm.

Event description:
As reported by the exactech knee replacement study, the 72-year-old patient had a left tka on (B)(6) 2016. The patient presented with lucency on (B)(6) 2024. Lucency discovered underneath medial tibial plateau, lateral femoral condyle and medial femoral condyle. The action taken is other - review in 6 months, or earlier if subject becomes symptomatic and the outcome of this event is considered continuing. The case report form does not indicate whether this event is related to the device and/or to the procedure. This event is related to case(B)(4) and was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
After further review of additional information received the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3): the lucency reported may be due to loosening of the tibial and/or femoral component, possibly related to an insufficient bond of the implant(s) to the bone(s). However, the cause of the possible loosening cannot be confirmed because no revision has been reported and no images/radiographs were provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: d6b, h6 - health effect - clinical code, health effect - impact code and component code. The following sections were corrected: b1, b2, b3, b5, d8, d10, h3, h10 and h11. D10: 02-012-35-4013 - logic tibia ps mod insrt sz 4 13mm. 02-010-01-0240 - logic femoral ps cem left sz 4. 200-02-38 - three peg patella 38mm. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient experienced lucency underneath the medial tibial plateau, lateral femoral condyle and medial femoral condyle. As well as, swelling and osteolysis. As a result, the patient underwent a left knee revision approximately 9 years and 9 months after initial implantation. No further patient impact reported. No further information available.